Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e216 scope communication error issue could not be confirmed/no problem found and the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use section below: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope image black screen, error e216 reported during preparation for use for a diagnostic tracheoscopy bronchial examination. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.